Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a hypoglycemic event. The patient reported that he was working in the yard and had low blood sugar. Patient fell against a snow plow while he was painting. The event occurred around 2:00pm and patient's wife came home about 4:30 or 5:00pm and found him in the house. Patient was unsure of how he got there. Patient's wife injected him with glucagon to get his blood glucose up quickly. Patient stated he was not sure if the dexcom alerted him to the low blood sugar, because many times he has silenced the receiver due to the environment he is in. No medical intervention was sought. At the time of contact, the patient was recovered. Additional event or patient information is not available. No product or data was returned for evaluation. The reported hypoglycemic event was not confirmed. A root cause could not be determined.